Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed in the health technology assessment as well as in the application. A field service engineer cleaned the mini switches, tightened the harness cable connections, and reconnected them to the mini switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the smart remote manager kept failing and could not recover storage space. The customer reported that medications were grayed out and users were unable to remove medications that were crucial for clinic. There were no adverse events or injuries reported based on this event.